Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, leading to inappropriate anti-tachycardia pacing (atp). Which was believed to be caused by insulation issue and it was noted that this rv lead was 20 years old. It was also noted low amplitude and the impedance was trending down as well. Further evaluation into the clinic was recommended. Subsequently, a revision procedure was performed and the lead was attempted explanted, however the rv lead was partially extracted and abandoned. Nothing else implanted at this time and the patient was placed on a life vest awaiting the advance care. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, leading to inappropriate anti-tachycardia pacing (atp). Which was believed to be caused by insulation issue and it was noted that this rv lead was 20 years old. It was also noted low amplitude and the impedance was trending down as well. Further evaluation into the clinic was recommended. Currently, this product remains in service and no adverse patient effects were reported.